Event description:
Additional information received reported the patient's surgery that lead to the infection took place in (B)(6) 2012. The patient was on antibiotics and had been approved to recieve a new pump since the event.

Event description:
Additional information: it was reported that the cause of the event was infection. The device was explanted and a new device was implanted. The patient was hospitalized due to the event. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2012 due to the 'stitch line never healing.' The reporter stated the stitch line had severed from the pump and never healed. One spot had drained. The reporter stated that some healthcare provider (hcp) had advised it was an infection and others stated it was not. It was reported that the symptoms began immediately following the pump and catheter replacement. A surgery to re-implant a pump and catheter was anticipated but had not yet taken place. The device system was used to deliver fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.